Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure through a stricture in the bile duct of a (B)(6) male patient weighing (B)(6) kilograms. After target site accessed with an olympus tjf 160 vr , the competitor's guidewire was unable to be removed per dfu for stent deployment. The guide catheter became stretched and stuck on the competitor's guidewire and the stent was unable to be deployed. The procedure was successfully completed with another flexima biliary stent system. There were no reported patient complications. The patient was reported to be in stable condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.

Manufacturer narrative:
(B)(4 - guide catheter stuck on guidewire. The visual evaluation of the returned device revealed the guide catheter was loaded with guidewire, stretched at the proximal end, and broken close to distal end. The proximal broken piece was stuck on the non-bsc guidewire. The distal end of the guide catheter contained kinks/bends. No damage to the working length of the push catheter was observed. The suture was intact (unbroken) at the distal end of the push catheter. It appears that the suture embedded inside the distal end of the guide catheter during attempted deployment. This may have caused the stretching and breaking of the guide catheter. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against lot number 12493452.